Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the air from the device was not deflated completely during cuff test. There was no patient involvement reported.

Manufacturer narrative:
Evaluation summary: one sample returned for evaluation. Visual examination of the returned sample shows no sign of any defect. The returned sample was inflated using the parameters set out and both cuffs inflated/deflate without any issue. The stylet wire was removed and the returned sample was again inflated using the parameters set out and both cuffs inflated without any issue noted. The reported defect could not be detected on the returned sample when testing the tubing with the stylet wire contained in the tubing or when it was removed. All of our broncho cath products undergo a four hour inflate / deflate test and it is at this stage of the process that any defects are removed from the lot. We would like to draw your attention to our instructions for use (IFU) where the following is stated that test the cuffs, pilot balloons and valves of each tube by inflation prior to use. Insert a tip syringe into each cuff inflation valve housing and inject enough air to fully inflate the cuffs. After test inflation of the cuffs, evacuate completely all the air from the cuffs and remove syringe. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.